Event description:
It was reported by the customer that a pyxis medstation es system experienced an auxiliary drawer 4 failure. The customer tried to resolve the issue but was unable to fix it. Additionally, it was reported that this drawer had failed at least three times in the past three weeks. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction could not be reproduced. A field service engineer confirmed that there was no repair to the device. The system functioned as intended after the field service engineer resolved the issue.